Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was getting a no delivery alarm on the insulin pump during fill tubing. Customer's blood glucose was 164 mg/dl. Customer performed a 5.0 unit fixed prime and stated that the insulin did not exit with the plunger push. Customer reported that there is greater than normal resistance with the plunger push. It was explained that the alarm was caused by a set or reservoir connection. Customer was advised to replace the infusion set and reservoir.